Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser is weak. There was no patient involvement and no surgery scheduled. The system was turned on for testing.

Manufacturer narrative:
System the system was examined and the reported event was confirmed. The slit lamp (used in conjunction with this system), was determined to have been inadvertently damaged by the customer. The actual system was tested and found to meet product specifications. However, the customer asked for the core module to be replaced as a preventive measure. The core module was returned for evaluation. The system was manufactured on (B)(4), 2010. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. The sample was not evaluated as it was replaced for a reason unrelated to the reported event. The system was found to meet specifications. Therefore, the root cause cannot be determined conclusively. Slit lamp the slit lamp (used in conjunction with this system), was examined and the reported event was confirmed. The slit lamp was determined to have been inadvertently damaged by the customer. The slit lamp was subsequently replaced to resolve the issue. The root cause of the reported event can be attributed to the customer accidentally damaging the slit lamp resulting in low laser output. The manufacturer internal reference number is: (B)(4).